Event description:
The customer reported a suspected positive biological indicator (bi). One item from the load was not retrieved to be reprocessed. Attempted to contact the customer regarding potential patient injury but the customer was not available.